Event description:
Customer called to report loss of consciousness due to low blood glucose. Blood glucose reading was in the range of 20 mg/dl when the paramedics arrived. Paramedics treated the customer with intravenous drip and sugar gel. Patient was not taken to the hospital. Customer noted that the blood glucose reading was 150 mg/dl 15 minutes prior to this event. Customer's blood glucose reading was 376 mg/dl at the time of the call. During troubleshooting the time and date was found to be incorrect and corrected. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.